Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the insulin gauge was inaccurate. Reportedly customer over fill the cartridge. Customer's blood glucose (bg) was 567 mg/dl; cause was unknown. Bg was addressed with a manual injections. Customer reverted to manual injections for alternate insulin therapy.